Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported she is receiving lost sensor alarms. This happens frequently. Customer's blood glucose is 495 mg/dl. She treated with her insulin pump and manual injections. Customer thinks the charger is not hold a charge anymore. Customer connected the transmitter to the test plug, but the green led did not blink on and off for ten seconds. A new charger was sent to make eliminate the possibility of the charger being faulty. Customer will call back to complete troubleshooting. Nothing further reported.